Manufacturer narrative:
The manufacturing process was reviewed and the devices were correctly packed for delivery. The root cause of the incorrect delivery was due to th courier responsible for delivering the device mixing two orders and placing the incorrect address label on the outer of the box.

Event description:
The incorrect product was delivered to the hospital by stanmore implants worldwide and consequently planned procedure had to be postponed until the correct product was received.